Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic or not. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional patient event which is captured in a separate report. Approximately 500 tests were run on the reported lot.